Event description:
It has been reported to philips that the wireless footswitch was defective. The problem was detected by the customer outside clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless footswitch lost its connection. A philips service engineer inspected the system onsite and identified that the antenna in the wireless footswitch was poorly connected, causing the loss of connection. The antenna was reconnected, and the system was returned to use. Corrected data: updated codes based on investigation.